Event description:
The patient was unable to fully recharge his implantable neurostimulator since beginning of the year, because the device was flipped in the pocket. The device was surgically repositioned at about 2 months later. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200902962.